Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, there is no evidence to support our device contributed to the reported infection. Without the requested clinical documents a thorough medical investigation cannot be rendered. Should any additional clinically supporting documents become available this complaint will be re assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) There is no evidence to support our device contributed to the reported infection. Without the requested clinical documents a thorough medical investigation cannot be rendered. Should any additional clinically supporting documents become available this complaint will be re-assessed

Event description:
It was reported that a patient was admitted for infected knee replacement. Original knee replacement performed 17 years ago. Profix knee. Knee opened, tibial poly insert removed and washed out. Poly replaced with a conforming poly. Dr. Noted that it was difficult to place the new poly insert back into the knee.